Event description:
It was reported that the patient needed a revision due to plate bending ten days post op. Per the caller, the patient fell while running. Follow-up information: the existing plate and all screws were fully removed from the patient and replaced with a different device. There was no report of any issues encountered during the revision surgery and the patient was released in stable condition.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. A most likely cause of the event is patient noncompliance as reported, the patient fell while running ten days post-op. Per product directions for use, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.